Manufacturer narrative:
The device was returned for analysis. The reported difficulty to close the foot was not confirmed. The reported noise and difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The patient effects of hemorrhage and vascular injury (tissue injury) are listed in the electronic perclose prostyle instructions for use (eifu), as possible adverse events of use of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a scheduled interventional procedure to treat a chronic total occlusion (cto) using a 6f sheath. Reportedly, when the needle plunger was pushed down it did not sound normal. The sutures took, but when the lever was closed all the way, the foot did not close completely. The physician "rocked the device back and forth while pulling back to remove the device". When the device finally came out of the vessel, it was noticed that the anterior (front) foot was still open even though the lever was closed completely. The patient already had a hematoma on the right side due to a previous catheterization. After the difficulty removing the prostyle, vessel damage was noted. An 8f non-abbott closure device was used to achieve hemostasis which also treated the vessel damage. The patient had arterial oozing from the access site overnight which was managed by observation until the patient went to an already scheduled mitral valve surgery the next day which went well. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.